Event description:
It was reported that a cartridge failed to snap fully into a pump. There was no adverse impact to the customer's blood glucose level. Customer declined replacement. No additional information was provided.